Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that prior to surgery they couldn't turn their head left and are blind in the left eye. The day after surgery their next was completely free, then the next day it started acting up again. It was stated that it has loosened up but they still have some trouble turning left, with the event occurring as of (B)(6) and implant taking place on (B)(6). Follow up from the healthcare provider (hcp) on (B)(6) reported that there was "no event" as the cause of the neck acting up, trouble turning neck left, and blindness in the left eye. No diagnostics were performed to the issue, and that they will watch the dbs symptoms to resolve the issue. The patient's indication for implant is dystonia and movement disorders.